Manufacturer narrative:
Returned device was visually inspected, functionally tested and the complaint was confirmed. The device left locking mechanism/cam had disassembled from the plate. The device meets dimensional specifications. The cam is not marred/bent/damaged from over-rotation or being in contact with a proud screw. Unknown factors include: if the locking mechanisms were properly locked at time of implantation, if the cam was damaged/loosened as a result of handling in the field, patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported). Root cause is unknown.

Event description:
On (B)(6) 2022, patient underwent anterior cervical fusion (acdf) surgery with a three level anterior cervical plate (acp) c3-c6. During routine follow-up, radiographs depict the left c6 locking mechanism on the acp had disassociated. The bone screw has backed out 2-3 mm. Revision was performed on june 7, 2022, to replace the plate.